Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was difficulty removing the yellow sheath from the nc trek balloon during preparation but it was successfully removed after significantly more force than usual was applied. There was no resistance noted during advancement of the nc trek to the mid right coronary artery target lesion. The nc trek would not inflate at the target lesion. The nc trek was easily removed from the anatomy and replaced with another one without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inflation issue was able to be confirmed. The balloon was tightly folded, but could not be inflated. The distal shaft was necked and a segment was prolapsed. The reported difficulty to remove the protective sheath could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloon protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place to monitor the effectiveness of the implemented corrective and preventative actions.